Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called to report a hospitalization on (B)(6) 2016 due to high blood glucose levels. The customer was air lifted to a hospital. The caller stated that the customer's insulin pump was not delivering insulin. The customer's reading was 641 mg/dl, but had gone down to 312 mg/dl at the time of call. The customer's symptoms included vomiting and dehydration. The customer was treated with IV insulin. The customer was wearing the device at the time of admission. The cause of the event was due to diabetic ketoacidosis and dehydration. It was found that the customer was not getting any insulin due to a bent cannula. The caller performed troubleshooting and did the high pressure test which failed twice. The caller stated that the customer's doctor made changes to his insulin pump a month prior to the event. The caller was informed that the device would be replaced, and to return their device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.